Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - analysis of available expertise data confirmed the reported behavior, as no activity was observed since 12 june 2023 on the sim card used by the smartview connect, meaning that no communication with the back office could be established after that day. - the root-cause of the observed issue could not be determined. However, analysis of the smartview connect activity before the observed loss of communication revealed an important number of network errors, which could indicate a telecom issue at the patient address. No software anomaly could be evidenced from the extracted log files.

Event description:
Reportedly, the smartview connect lost connection to the back office although it was working well before. Turning off and back on did not solve the issue, as the screen indicated 'no signal'. In the settings, the internet status fluctuates between green and red, while the fms status remains red. The last connectivity sync is up-to-date, while the last status in the website dates back to 12 june 2023.

Event description:
Reportedly, the smartview connect lost connection to the back office although it was working well before. Turning off and back on did not solve the issue, as the screen indicated 'no signal'. In the settings, the internet status fluctuates between green and red, while the fms status remains red. The last connectivity sync is up-to-date, while the last status in the website dates back to (B)(6) 2023.